Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced moderate dysphagia leading to linx device explant. The linx device was used as part of the anti-reflux procedure. Uneventful anti-reflux procedure and device implant on (B)(6) 2015. Device explant (B)(6) 2015 due to moderate dysphagia. Patient's dysphagia resolved after removal but pre-implant gerd symptoms returned.